Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer to remove an obstruction from the speaker holes, clean them gently, and reconnect the cartridge. After waiting for about five minutes, the customer was able to resume insulin, and the pump returned to normal operation. Additional tips for preventing future altitude alarms were provided, and the customer acknowledged them.